Manufacturer narrative:
The complaint products were not received for analysis. There is no reported reason for the revision. The frequency of occurrence ranking scale is very low; therefore, this issue does not appear to be design-related. No information was provided regarding the serial or lot information so manufacturing information could not be reviewed. It is noted in review of labeling that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. General surgical risks include, superficial or deep infection and total joint surgical risk include soft tissue damage which may lead to a second surgical intervention or revision. Also, as part of the pre-operative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or the postoperative period. Device specific risks - fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Excessive activity and trauma affecting joint replacements have been associated with premature failure. There are no devices returned for analysis and there is no event or patient information; therefore, it is not possible to assess the patient risk/clinical factors or determine a most likely device cause. This device is used for treatment not diagnosis. Information has been requested, there has been no new information provided. Without a serial number it is not possible to obtain manufacturing or expiry dates. Without a catalog number it is not possible to obtain 510(k) information.

Event description:
There has been no additional patient, event, or product information provided.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision using the humeral reconstruction prosthesis. Reason not reported.